Event description:
It was reported that the patient's heart rate dropped when he was turned on his left side. During a device check they were able to reproduce the event and observed a loss of sensitivity on the right atrial (ra) lead. The patient went from tracking an atrial rhythm and pacing in the ventricle at 120 bpm while supine to no atrial sensing and an accelerated junctional rhythm around 75-80bpm while on his left side. It was also observed that his blood pressure was better with the lower rate so the device was reprogrammed to vvi mode at a rate of 60 bpm. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg device, implanted (B)(6) 2012. (B)(4).